Event description:
Previously implanted ventricular lead showed signs of malfucntion as if not appropriately sensing. This was clarified using interrogation at the bedside. The r-wave appeared to be poor compared to what it was at the time of surgery and the threshold was higher than at surgery. A check of x-rays showed migration or movement apparently of the tip into more superficial position. The pt went to surgery for removal of prior ventricular lead and replacement with an active fixation lead. The pt seemed to tolerate the procedure well and was discharged eight days later.